Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. During the initial inspection of the device, a service required alarm condition indicating a pressure sensor mismatch was observed in the device's downloaded event log. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that during the initial inspection of the device, a service required alarm condition indicating a pressure sensor mismatch was observed in the device's downloaded event log. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer, and a pressure sensor mismatch service required alarm condition and a machine flow drift ventilator inoperative alarm condition were observed. The system board and oxygen blending module were replaced to address the issues. The components were returned to the manufacturer's product investigation laboratory (pil) for additional evaluation. The original downloaded event log was reviewed, and no pressure sensor mismatch alarms were noted. The system board was tested and confirmed the component failed causing the machine flow drift to occur. The oxygen blending module was inspected and tested and passed all testing. The pil technician concludes the component operates as designed.